Event description:
It was reported that a patient presented in-clinic. Upon attempting to end device interrogation, the patient's implantable cardioverter defibrillator unexpectedly entered back-up vvi mode. The cause of the back-up mode was not specified. Corrective programming changes were made to restore the device function. No patient consequences were reported.

Manufacturer narrative:
Correction: h6: health effect - impact code should be "4641 - unexpected medical intervention"